Manufacturer narrative:
The suspected 3pk 350mm scissors insert (cev605-3) was returned for evaluation: a review of the device history record (DHR) for lot no. 091103 was performed and no anomalies that could be associated with the complaint were observed. Evaluation verified the complaint reported by the customer as valid. One of the blades were broken at the pin breakage. An observation under microscope allowed to verify that the blade thickness was compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. There is additional etching "petel 08/2023", indicating that the instrument had been repaired/modified outside of microfrance by an external contractor. It was determined that this modification has cause the malfunction of the instrument and led to the reported event.

Event description:
It was reported that when cutting the appendix during laparoscopic appendectomy, a blade of 3pk 350mm scissors insert (cev605-3) broke in the child's abdomen. X-rays were performed in the operating room to locate parts of instrument. All the broken parts could be removed. Medical staff checked that all parts were removed when they assembled the broken blade of scissor. It was reported that the event led to an hour increase in surgery time/anesthesia time to search the broken parts. The procedure was finalized and surgical follow-up after the incident was reportedly simple.